Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell at home then presented to the emergency room. Intermittent capture was observed on this right ventricular (rv) lead, so reprogramming was performed until a revision could occur. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.